Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the dissector balloon was broken. The insufflation bulb was received. Pmv performed functional testing; balloon could not be inflated due to cut in the seal. No other abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Unauthorized product return under (B)(4). Received under medwatch report (B)(6). Reported for one endo stitch* 10mm suturing device. Product ID 173016 and lot number j6d1016x. This device has not been received for evaluation. However, an unreported device was received for evaluation as one preperitioneal distention balloon system. Product ID omspdb1000 and unknown lot number.